Manufacturer narrative:
(B)(4). Evaluation, method: other - device history review is pending. No device has been received for analysis. Results: other - device history review is pending, as is product return. Conclusion: other - cause of event cannot be determined. Analysis: the product has not been returned for analysis at this time. Conclusion: due to the limited information available at this time, a cause for this event could not be determined. Should additional information be provided, a supplemental report will be filed.

Event description:
Medtronic received information that during re-warming, this oxygenator was found to have high arterial line pressure. The device was changed out with no patient effect. The device will be returned for analysis.